Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display went blank after being dropped into water. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. Customer also reported that the device had an error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to blank display. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and shifted end capsticker.